Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of quality control (qc) out of range and coefficient of variations (cvs) calibration failing high. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse found broken tubing and a leak in the waste and water drawer. The cse replaced broken connectors and primed the system. The cse ran qc in replicates, resulting acceptable. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin l (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s) who questioned it. The sample was repeated on the same instrument post service, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.